Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and undersensing. The lead was explanted and replaced.